Event description:
It was reported that on an unknown date, during a femoral rodding procedure, an unknown 5.0 proximal titanium locking screw missed the unknown nail through the aiming arm and insertion handle. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown nail (part#unknown, lot#unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: updated data-event, report source, device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The radiolucent aiming arm/frn greater trochanter (part # 03.033.003, lot # l750736, mfg # 02-mar-2018) was received at us cq with one of the cam lock levers broken off and broken in several pieces. A functional test was performed, and the aiming arm and insertion handle (part # 03.033.001, lot # l750728) were able to be assembled with no signs of misalignment. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional analysis was not performed as relevant features are significantly deformed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.033.003, lot: l750736, manufacturing site: hägendorf, release to warehouse date: 02.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a femoral rodding procedure, an unknown proximal locking screw missed the unknown nail through aiming arm. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown proximal locking screw(part#unknown, lot #unknown, quantity#1); unknown nail (part#unknown, lot#unknown, quantity# 1). This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 3 for (B)(4).